Manufacturer narrative:
Device evaluated by MFR.: synergy, ous, mr 3.5x16mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the first four distal struts were damaged, with the first strut lifted and pulled in a proximal direction. There was damage noted on the first proximal strut also. The undamaged distal stent od (outer diameter) measured and was within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. A visual examination of the balloon was performed and no issues were identified with the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found a shaft polymer extrusion kink 36mm distal of port bond. This type of damage is consistent with excessive force being applied to the delivery system. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. The type of damage evident is consistent with resistance being encountered during advancement. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a severely calcified coronary artery. A 3.50 x 16 synergy¿ drug-eluting stent was advanced to treat the lesion. However, severe resistance was encountered during insertion and the device failed to cross the lesion. The device was removed from the patient's body and the stent struts were found to be lifted. The procedure was completed with a different device. No patient complications nor injuries were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a severely calcified coronary artery. A 3.50 x 16 synergy drug-eluting stent was advanced to treat the lesion. However, severe resistance was encountered during insertion and the device failed to cross the lesion. The device was removed from the patient's body and the stent struts were found to be lifted. The procedure was completed with a different device. No patient complications nor injuries were reported.